Event description:
It was reported the pt has not had stimulation for months. The sjm rep noted the charger and programmer communicate with the ipg, but the programmer provides that the stimulation is off. The pt was instructed to fully charge the ipg. It was reported by the pt the issue did not resolve with charging. The programmer displayed instruction to charge the ipg. Attempts to determine the status of the issue or the next course of action were unsuccessful.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.